Event description:
Customer reported a motor error alarm during a prime. He also reported a no delivery alarm had occurred. Customer's blood glucose was 124 mg/dl. The customer could not recall any significant events leading to the alarm. Customer also stated he was able to rewind his insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).